Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97754, serial # unknown, product type recharger; product ID neu_ptm_prog, serial # unknown, product type programmer, patient.

Event description:
Initially, a manufacturer representative reported a consumer with an implantable neurostimulator (ins) was having difficulty connecting between the ins and the patient programmer (pp), the clinician programmer, and/or recharger (insr). It took many trials before a connection, but when there was a connection the ins responded correctly. Device data was taken on (B)(6) 2016 and the ins was previously interrogated on (B)(6) 2016. A review of the last six recharge sessions between (B)(6) 2016 showed that the consumer was able to recharge with almost perfect coupling in 4 out of 6 recharge sessions where the ins was full at the end of the session. It was also seen that the consumer adjusted the amplitude several times between (B)(6) 2016. The consumer was stressed and panicked because she could not control her treatment, as it was impossible to stop the stimulation if there was no connection between the devices. The representative already ¿experienced by myself the material.¿ it was noted that the room used for checking the material connection was empty of any electronic equipment. Further information received from the representative reported the problem was solved; the representative changed the device (charging system and patient programmer). Additional information received from the representative reported meeting with the consumer this morning and exactly the same as two weeks ago. After three (3) recharge session the same day the battery was empty. The impedances were all correct; between 890 and 1000 ohms. The consumer sent the representative by email the status of the ins, empty. Because the surgeon and consumer are nervous need to make a decision. The representative took a new recharger with him, tested recharging, all was optimal, and good connection as usual with the consumer¿s recharging system. It was noted again that the consumer was not charging near electronic equipment. Additional troubleshooting reviewed that if the charging system integrity is fine and the ins still depleted rapidly then the next step may be to revise the ins. Further information received from the representative reported the surgeon scheduled the consumer for a replacement of the ins on (B)(6) 2016. It had become very hard for the patient to recharge herself.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) revealed no significant anomaly. No anomalies were encountered during recharging or discharging, and the ins could be recharged properly. The ins passed a series of defined and qualified automated functional tests.

Manufacturer narrative:
The serial number and device information has been updated due to additional information received. The previously submitted regulatory report number 3007566237-2016-03160 is associated with this event.

Event description:
Additional information received from the manufacturer representative clarified the serial number of the ins involved with the event. It was indicated the ins with serial number (B)(4) did not have an issue. The ins concerned was 97714 with serial number (B)(4). Additional information was previously reported in regulatory report number 3007566237-2016-03160.

Event description:
Additional information from the manufacturer representative confirmed the explant date was (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.